Manufacturer narrative:
This device will not be returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that during a recent device interrogation, a fracture of the right ventricular (rv) lead was observed. A scan showed the rv rhythm of 30 (beats per minute) bpm, with no evidence of pauses above 3 seconds. This lead was surgically abandoned (capped) and replaced with a new lead of a different model. No additional adverse patient effects were reported.